Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was positioned at an appropriate depth, but dislodged above the annulus. A snare was used to re-position the valve in the ascending aorta and a second 26mm valve was implanted. No additional adverse patient effects were reported.